Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
Device #2: investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00329, 00331, 00332.

Manufacturer narrative:
Conclusion: product did not contribute to event. Product not returned for evaluation. Complaint history reviewed and analysis shows no trends for the item/lot number. Reviewed package insert. Device history record was review and indicates that the product met specification when manufactured. There is no evidence of misuse.